Event description:
"Situation: uncapped blunt needle; background: writer withdrew IV furosemide from pyxis machine to administer to patient. Accessed supply cabinet next to pyxis to obtain blunt needle for drawing up medication. First needle that was removed was found to be separate from cover in package. Package was sequestered. No injury to staff or patient. Assessment: no injury occurred but could have due to exposed sharp end of blunt needle. Recommendation: notify manufacturer, check other supplies."